Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple empty cartridge alarms occurred after a new, full of insulin, cartridge was loaded. Additionally, it was reported that an occlusion alarm occurred after the customer stopped insulin delivery. The customer did not remember blood glucose (bg); however, reported that bg did not go over 500 mg/dl. Reportedly, the customer reverted to manual injections.